Event description:
Information received from the field does not address the patient's clinical status but notes atrial lead impedance was >1990 ohms in both polarities. No capture or sensing was observed. Normal impedance was observed during the implant procedure in january, 1999. Due to the patient's age, the physician did not want to re-open the pocket. The device was programmed to vvir and remains implanted.